Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. It was possible that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. The subject event can be detected and prevented by implementation in accordance with the below IFU. "Chapter 8 cleaning and disinfection equipment- warning: before cleaning and disinfecting the endoscope in an endoscope reprocessor, thoroughly clean all external surfaces of the endoscope, brush all of its channels and clean the valves as described in section 7.3, ¿precleaning¿ and section 7.5, ¿manual cleaning¿. If an endoscope that has not been thoroughly manually cleaned is placed into the endoscope reprocessor, debris attached to the endoscope may impair the cleaning and disinfection capabilities of the reprocessor, and the endoscope can pose an infection-control risk to the patient and/or operators who perform the next procedure with it. Note that if the instrument is not precleaned immediately after the procedure, patient debris may solidify, which could impair proper cleaning and disinfection of the endoscope." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the videoscope was being reprocessed in the oer-4/endoscope reprocessor device, the endoscope reprocessor had a sticky white substance on top of the cover. There were not reports of patient harm associated with this event.